Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self test. Per the consumer, the patient did a different rapid test (name of test not provided) the next day and that generated positive results. Per the consumer, confirmation testing was performed (name of test not provided) and that generated positive results. Repeat testing was performed with binaxnow covid-19 antigen self test and that generated negative results. Per the consumer, the patient is covid positive. No additional patient information, including patient treatment and outcome was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.